Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6) 2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device's touchscreen was not working. The device was reported to have been in testing while being set-up for use. There was no delay in therapy and no patient harm.

Manufacturer narrative:
H10 the customer reports that the touch screen is not working. During device set up, the touchscreen was not responding. As the user interface (ui) has cracks, it was swapped with another unit's ui, and it still does not respond. The engineer advised to swap out the touch screen cables and if the issue continues, to replace the mmi board. Followed up with customer and they have not had time to work with the unit. The case was closed. Customer to return call if further troubleshooting is needed. Multiple gfes were sent requesting repair confirmation but there was no response. If the customer reports further information, the complaint record will be re-opened for investigation. H11 g1 - contact office information.